Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 600 mg/dl at the time of the call. The customer stated that they treated the high blood glucose with the pump. The issue was resolved with a infusion set change. No further information was provided.